Event description:
It was reported that motor rate error occurred during the occlusion test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided.

Manufacturer narrative:
Additional information was received and attached on 3 august 2022, updated the event date, and the issue was found during annual pm testing. There was no patient injury. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 3500 h4: correction: device manufacturing date: 15-may-2015.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt, and the right plunger case was cracked. Error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation. Root cause of the reported event is due to normal wear and use as the parts were over 10 years old. Replaced the worm coupling gear and replaced the stepper motor as a preventive measure which cleared up the problem. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not required. Service history review identified that this device was last serviced on (B)(6) 2022 for an unrelated issue.